Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).

Event description:
The customer contact reported concurrent delivery. The primary tubing set was being used to deliver 1l of normal saline. At an unspecified time, the secondary tubing set was connected to the proximal clave y-site of the primary tubing set for piggy back delivery of 100ml of an unspecified antibiotic at a rate of 250 ml/hr. The primary solution container was lowered below the secondary solution container. After an unspecified length of time in use, it was reported the primary and secondary solutions were delivering concurrently. It was reported the, "nurse proceeded to kink the tubing", of the primary set to stop delivery of the primary solution. The secondary solution was delivered. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.